Event description:
It was reported that a colleague solution set leaked. The leak was observed in the tubing, next to the filter. This occurred during priming with normal saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed liquid inside the set and the set was leaking at the ¿elastomer¿ of the y site. The reported condition was verified. The cause of the condition was related to the material supplied (y site). The supplier of the y site has been notified about the issue. Should additional relevant information become available, a supplemental report will be submitted.